Event description:
The patient was hospitalized for hypoglycemia, uncontrolled diabetes, and depression.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Insulin pump therapy was discontinued during the hospitalization and the patient continued to experience hypoglycemia. There is no reported pump malfunction and insulin pump therapy was resumed prior to discharge. The patient's family reported that the patient is currently depressed and is not properly managing his diabetes. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.